Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician to confirm device operation. Tachy therapy had been programmed off, and the physician went to investigate whether this was a deliberate decision made by the patient. Also, ts saw a couple brief inappropriate atrial tachy response (atr) episodes due to r or t-wave oversensing on the atrial channel, and pacemaker mediated tachycardia (pmt) in which the pmt algorithm did not change or convert the rhythm. It was later determined that the reported pmt appeared to actually be atrial tachycardia. The device and leads remain in service. No adverse patient effects were reported.